Event description:
It was reported that the tlc55 was used during a bowel resection. It was reported by the rep the tlc55 was opened and it misfired. A second tlc55 was opened and it worked fine. There was no consequence to the pt.